Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Part was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use and has a post fractured off. All pieces were not returned. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a followup MDR will be submitted.

Event description:
It was reported that the doctor let the resident put the tibial articular surface provisional in and while removing it, the resident fractured it. No pieces were left behind on the field or in the patient. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.